Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Additional information would be submitted within 30 days upon receipt.

Event description:
Could not prep the 2nd coil, air in the hub. During coiling embolization within the right renal artery, one coil was deployed using the syringe. While prepping the second coil, using the same syringe, the gauge was increased to the blue zone for a little, but the gauge did not decrease. The physician turned the syringe handle in clockwise to make the gauge decrease the pressure to the neutral zone. Dedicated saline from an infusion bag used for the syringe and the syringe was free of bubbles prior to purging. There was no defect on the outer box and sterile pouch. The coil was properly stored in our storage. The coil was prepped per the IFU. No other detail information was available.